Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/10/2013 with the following findings: the pump powered on to the verify screen. The display screen was fully illuminated and colored with no missing pixels or lines going across the screen observed. The pump cover was removed and no intermittent condition was found to the display screen flex. Unrelated to the complaint, investigation revealed that the audio bolus button cover was detached and the bolus button contact was missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (line through display) issue. The reporter stated that the display screen had a line running across it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.